Event description:
On 02/28/06, just before lunchtime, the pt tested her blood glucose on the subject meter with a result of 76 mg/dl. She took 2 units of humalog insulin based on her sliding scale. She then ate her normal lunch. Around 3 pm, her husband noticed that she was "making loud noised and seemed out of it". He tested her blood glucose on the subject meter and obtained a result of "82 mg/dl". He did not administer/withheld any treatment to the pt. He called the paramedics, who arrived "within mins". The emt meter result was 21 mg/dl and the pt was given IV glucose on route to the hosp. She was kept at the hosp for 3 hrs and also given "a meal". At the time of troubleshooting, it was verified with the nurse that this was not a new meter. The unit of measurement was correctly set to mg/dl. However, it was discovered that the result at the time of concern was misread since the reading in the meter's memory at that time was "28 mg/dl". Therefore, the pt's blood glucose result prior to the emt arriving was actually 28 mg/dl, but it was misread as "82 mg/dl". Although the result on the reported meter was misread at the time of concern, it did not contribute to the event. However, this complaint is reported because the pt had administered insulin based on the reported meter's result to lunch, experienced hypoglycemic symptoms, given IV glucose treatment.